Event description:
It was reported that the balloon broke during use. Additional information received on 02/04/2009 stated the balloon was pre-tested before use. Less than 500 psi was used when the balloon broke in the patient. There were no reported patient complications as a result of the occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.